Event description:
It was reported the patient presented with an epistaxis requiring urgent treatment. The physician reportedly attempted to treat the patient with a rapid rhino 550 epistaxis device; however, the balloon device failed to stay inflated. No additional information is available at this time. The manufacturer's follow-up attempts are underway in order to obtain additional information regarding this event.